Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 148 mg/dl (meter), 108 mg/dl (lab). Tests were done within 10 minutes with a difference of 52 mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer using expired solution.